Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure when implanting this left ventricular (lv) lead high pacing thresholds were noted as well as muscle stimulation. A new lead was implanted. This lv lead will not be returned. No adverse patient effects were reported.